Manufacturer narrative:
The device was returned for analysis missing tamper seal(s). There was evidence of medium alarm displayed: cannot start pump not locked in event log. Performed some functional checks due to inoperable latch lock flex. The customer's problem was duplicated. The latch lock flex was verified inoperable during manufacturing testing. Unable to perform no disposable alarm (nda) testing due to device prompting "cassette not locked" when locked. A contaminated latch lock flex caused the problem. The latch lock flex was replaced. A manufacturing device history review (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.d5 is unknown.

Event description:
It was reported that the pump was not recognizing cassette lock during bench test. There was no patient involvement or injury reported.